Manufacturer narrative:
(B)(4). Follow up for device evaluation a report was received indicating the presence of a small worm-like object within a flush package. To support the investigation, one sealed sample in flow wrap packaging and a corresponding photograph were submitted for evaluation by the quality team. Upon inspection of the sample, a foreign object resembling an insect was observed inside the packaging. The photograph confirmed the presence of the item in question. No additional defects or irregularities were noted. The sample was forwarded to a laboratory for further analysis. The results indicated that the closest match was to human skin; however, the percentage of similarity was low, rendering the findings inconclusive. A review of the device history record was conducted for material number 306547, lot 5132413. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. To date, there have been no other similar reports associated with this lot. Based on the investigation and analysis of the returned sample, the customer¿s reported observation has been confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported foreign matter. Event description: productcomplaint - customer called to report that a bug was found in the package of a bd posiflush prefilled normal saline flush syringe, a little tiny worm - ref 306547 lot 5132413. Not used on pt.